Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat an 80% stenosed lesion in the proximal left anterior descending artery. The 3.5x15mm trek balloon dilatation catheter (bdc) was prepared per the instructions for use with a 1:1 contrast ratio mix. Following pre-dilatation with the 3.5x15mm trek bdc, a 3.5x18mm xience xpedition stent was deployed successfully. Then a kissing balloon technique was performed with the same 3.5x15mm trek bdc and a non-abbott bdc. The trek balloon was inflated 3 times to 10 atmospheres, but the balloon could not be deflated. A needle was used to puncture the balloon and deflate it for removal. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.